Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/02/2015. The fse found that the inconsistent results were due to a faulty blood sampling valve (bsv). The bsv was replaced to resolve the issue. (B)(6).

Event description:
The customer reported receiving inconsistent white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results on patient samples on a unicel dxh 800 coulter cellular analysis system compared to a backup analyzer of the same model. No erroneous results were reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. This report refers to the event that occurred on the date of event. Refer to MDR 1061932-2015-01200 for the event that took place (B)(6) 2015.